Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multiple ICD shocks and possible suction events could not be determined through this evaluation. Review of the submitted system controller log file data confirmed the occurrence of multiple pi events over a duration of a few days; however, a specific cause for the captured pi events and their frequency could not be determined through this evaluation. The account reported on (B)(6) 2019 that the patient experienced multiple implantable cardioverter defibrillator (ICD) shocks and possible suction events. Information provided indicated that the speed of the pump was decreased during the patient¿s clinic visit on (B)(6) 2019. The submitted system controller log files cumulatively contained approximately 3 days of data from (B)(6) 2019 11:02 am ¿ (B)(6) 2019 9:19 am and were almost completely occupied by pi events. Despite the multiple captured pi events, the pump appeared to be operating as intended with overall stable parameters. The pump speed remained above the low speed limit without issue for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple ICD shocks and possible suction events. Patient had speed drops today in clinic. The data showed multiple pi events occurring all throughout the log file. All pi events will cause the hmii vad speed to drop to its low speed limit. When the controller detects a pi event it captures the pump parameters at that point in time. So the transient elevation in pump power is more than likely what triggered the pi event to occur. Please keep in mind that not all pi events are suction events. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen here are of a significant amount and may possibly point to another issue. Possible causes for these pi events are: patient is at a hypovolemic state, decreased blood flow to vad, set speed is set to high, rv failure, arrhythmias, bleeds, tamponade and maps too high or low. No further or additional information was provided.